Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 complaint of no cassette attached and double beeping was revealed during testing when starting device. The event log has no history. The physical condition of device has cracked housing. The cause is isolated to down stream sensor. Action was taken to replace the downstream sensor and rear housing. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400.

Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette with additional case damaged. There was found during testing. There were no reported adverse events.